Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm peek monopolar handle 33cm it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft. The 5mm, 33cm peek monopolar handle 33cm passed the insulation integrity test. The probable root cause could be wear and tear and or mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.